Event description:
Procedure type: low anterior resection. According to the rptr: during the case the device misfired; the device did place staples but the unit did not cut. Doctor was able to remove the device and used new a new purse string and another eea to continue the case. Following this, a leak test was performed and every thing appeared to be ok. Additional resection of tissue was required. Operating room time was extended by more approx 30 minutes due to this problem.

Manufacturer narrative:
(B)(4).